Event description:
End user reports she was traveling down the street, chair went off to the left so she hit a telephone pole, clipping her right foot, causing spiral break in tibia, states broke in 3 places. She was hospitalized for at least 2 weeks at that time, had surgery to insert rod into right leg.